Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: one primary tubing sample was returned by the customer, however, a secondary sample was not returned. It was reported that the primary tubing would not draw from the secondary line. The nurse reported that the chemotherapy-oxaliplatin took over 4hours to infuse. The primary sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the returned set. A secondary set from bd was used in the infusion because no secondary sample was returned by the customer. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. The sets were infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. The infusion was successfully completed. Fluid was found to be flowing normally. The primary tubing was able to draw from the secondary line. The failure was unable to be replicated. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced underinfusion. The following information was provided by the initial reporter: material no: 2426-0500 , batch no: unknown. I have another tubing to report. This is another bd alaris pump infusion set back check valve 3 smartsite y-sites ref (B)(4), unknown lot #. The nurse reports that the primary tubing as listed above would not draw from the secondary line. The nurse reported that the chemotherapy-oxaliplatin took over 4hours to infuse. No obvious harm was reported, but an increased infusion duration. This incident occurred on october 13/20 at 1500h. The tubing, which is contaminated with cytotoxic hazardous drug is available for shipping if arrangements can be made to send for your investigation.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): 2964. FDA patient problem code(s): 2542.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced underinfusion. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. I have another tubing to report. This is another bd alaris pump infusion set back check valve 3 smartsite y-sites ref 2426-0500, unknown lot #. The nurse reports that the primary tubing as listed above would not draw from the secondary line. The nurse reported that the chemotherapy-oxaliplatin took over 4hours to infuse. No obvious harm was reported, but an increased infusion duration. This incident occurred on october 13/20 at 1500h. The tubing, which is contaminated with cytotoxic hazardous drug is available for shipping if arrangements can be made to send for your investigation.